Event description:
It was reported that the patient received inappropriate therapy. A lead integrity alert (lia) was triggered due to a high number of short interval counts (sic), high pacing impedance, and noise. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).